Event description:
The blade in cutting tool broke during use. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of device history records for manufacturing revealed no complaint related issues. The visual inspection of the returned wire cutter found that one cutting blade was partly broken off. It is also clearly visible that the blade-cutting edge got badly damaged due to inadequate or forcible use. Far too much mechanical force over the years -sold 2005- has finally led to the damage of the cutter. The manufacturing documents do show conformity to the specifications. The instrument met fully to our specifications at the time when it was distributed. No product or material fault could be detected.